Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 10 false positive results were obtained by the laboratory personnel. A second test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "number of wrong results obtained: 10 samples. What confirmation test was performed to determine the false positive result? Test collected in duplicate performed by the same bactec fx method."

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 10 false positive results were obtained by the laboratory personnel. A second test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " number of wrong results obtained: 10 samples. What confirmation test was performed to determine the false positive result? Test collected in duplicate performed by the same bactec fx method. "

Manufacturer narrative:
H.6. Investigation: a complaint of "false positives" was received against instrument top bactec fx packaged, material no: 441385, serial no: (B)(6). Field service (fse) was dispatched, work performed was reviewed and does not confirm the failure. The compliant is unconfirmed. The root cause is unknown. If additional information is received in the future, this complaint will be re-opened and re-investigated. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. No new risks, trends, or hazards were identified. Bd will continue to closely monitor for trends. H3 other text : see h.10.